Manufacturer narrative:
Testing of the pump indicates a component was missing from the pcb, which caused the underdelivery. The pump had been incorrectly serviced by a third party. The missing component was replaced to resolve the issue.

Event description:
Info rec'd indicates that pump would not infuse any fluid at rate below 20. This was found during testing.